Event description:
The customer reported to vyaire medical that the ltv ventilator has fio2 inaccuracy. Customer stated it was set to 100% and unit is only putting out 85%. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.